Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging that the patient's onetouch verio2 meter displayed an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2015 (time not provided). The patient manages her diabetes with self-adjusting insulin. The reporter stated that the patient did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The reporter claimed that the patient developed the symptoms of "hypoglycemia and fainted" on (B)(6) 2015 (time not provided); however she did not receive treatment. At the time of troubleshooting, the csr noted that the alleged product issue was not resolved when the reporter performed a walk-through retest with the patient, the test strip completely drew in the blood sample, the patient was using the correct testing technique and the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly fainted after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.